Event description:
Philips received a complaint by the customer on the v60, indicating that an error for high blower temperature had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that an error for high blower temperature had occurred. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem via error code logged in the event logs. The rse advised the replacement of the blower assembly then the replacement of the motor controller (mc) printed circuit board assembly (pcba) if the blower assembly replacement did not resolve the issue. The rse provided the customer both part numbers for the blower assembly and mc pcba to replace.

Manufacturer narrative:
H10: the customer received the blower assembly and performed a replacement. The customer replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.